Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connect power alarm was confirmed with the returned mobile power unit (serial # (B)(6) ). The returned mobile power unit was tested with laboratory equipment and a ¿connect power¿ alarm was reproduced. Both power cables were confirmed to be connected. Electrical testing of the patient cable portion of the device revealed a short to shield condition with an underlying wire resulting the reported alarm. A root cause of the short to shield condition could not be determined during the evaluation. The device was repaired and tested per the mobile power unit service process, which passed all tests. The mobile power unit was returned to the customer site. Heartmate 3 patient handbook document section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including ¿connect power¿ alarm message. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on 24aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, when plugged in, the mobile power unit (mpu) would go through its cycle like normal and its green light would be illuminated. However, power was not recognized by the controller when the white lead was connected to the mpu. A connect power alarm was active on the white lead of the pocket controller when connected to the mpu while the black lead remained connected to battery. The mpu was reported as defective by the customer and was replaced with a new mpu.